Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the atrial lead exhibited noise. No intervention was made. There were no patient consequences reported.

Manufacturer narrative:
Further information requested but was not received.